Manufacturer narrative:
The field service engineer determined a probe was leaking due to pinch valve tubing not being fully secured on the instrument. The tubing was secured. The customer ran calibration and controls with no issues.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t gen. 5 stat assay on a cobas e 411 immunoassay analyzer. The initial values were reported outside of the laboratory. The samples were repeated on a second e411 analyzer and these values were believed to be correct. Corrected reports were issued for the repeat values. The first sample initially resulted with a troponin t value of 17 ng/l, which repeated on the same analyzer as 20 ng/l. When repeated on the second e411 analyzer, the result was 130 ng/l, which matched a previous result from the patient. The second sample initially resulted with a troponin t value of 23 ng/l. When repeated on the second e411 analyzer, the result was 10 ng/l, which matched a previous result from the patient. The troponin t reagent lot number was 45954602, with an expiration date of 31-jul-2021.

Manufacturer narrative:
For the last calibration performed on (B)(6)2020, calibration signals were slightly higher than expected. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.